Event description:
It was reported to medtronic neurosurgery that during the surgery the proximal occluder or radiopaque marker was found to be leaking. It was also reported that the reservoir was not resilient.

Manufacturer narrative:
The valve was patent. It met requirements for the reflux and preimplantation testings. It also met requirements for the leakage testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. The valve did not meet all of the requirements for the pressure-flow testings. The base of the valve was observed to be pushed out of its internal holders. It is unk how or when this damage occurred. Additionally, it was observed that there was crystalline debris in the interior of the cassette housing of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. Additional pt information: it was reported that the pt is in good condition.